Event description:
It was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 2 mg/dl at the time of the incident. Customer did not required any medical treatment. Customer also stated that the pump led was damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.